Event description:
It was reported that device entrapment occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent got stuck with the guidewire. The device was removed separately and completed the procedure with another of same device. There were no patient complications.

Manufacturer narrative:
D4 lot number: corrected. Device evaluated by MFR. : a synergy xd mr ous 2.25 x 38mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection identified a break 2mm distal to the distal end of the strain relief. Microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. There were no signs of movement, the stent was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The inner lumen was stretched and bunched, 79mm from the distal tip. The bumper tip showed no signs of distal tip damage. A 0.014 test guidewire could not be loaded through the shaft due to the inner lumen damage.

Event description:
It was reported that device entrapment occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent got stuck with the guidewire. The device was removed separately and completed the procedure with another of same device. There were no patient complications.